Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 hours of insertion at abdomen and upper arm on (B)(6) 2024 . It was also reported that the patient had bleeding at infusion set insertion site. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.